Manufacturer narrative:
MFR eval suggests that this unit may have failed to ventilate while on a pt. The event date was not confirmed.

Event description:
The dme and respiratory therapist received a report that the unit was "not functioning properly" while on a pt. The reports received could not confirm that the unit failed to cycle.